Event description:
The clinic reported that a laser vision correction patient presented with small lint fiber under flap at mid peripheral flap interface in left eye at two days post treatment ((B)(6)2014). The fiber was found during slit lamp exam follow up visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. On (B)(6) 2014, account reported that doctor removed the lint fiber and everything resolved. They reported uncorrected visual acuity is 20/15 for both eyes.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.